Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial: (B)(6) batch: 7168854 UDI: (B)(4).

Event description:
It was reported that the patient experienced post procedural pain. The patient underwent a spinal cord stimulator (scs) trial lead explanted, was doing well postoperatively and the explanted device was kept by the facility.